Event description:
On (B)(6) 2011, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying an error 1 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue began. The patient's testing frequency and usual blood glucose range is not known; however, according to the csr's documentation, the patient manages his diabetes with glucophage (dosage not known). In response to the alleged issue, the reporter denied the patient took any action in regards to his diabetes management. As a result of the alleged issue, the patient reportedly did not feel well (specifying symptoms of blurry vision and feeling hot) at an unknown time later. At an unspecified date/time, the reporter indicated the patient administered self-treatment; however, the type of treatment is not known. Two weeks prior to contacting lfs (date/time not known), the reporter indicated the patient obtained a blood glucose result of "280mg/dl" with the accucheck meter. It is not specified if the patient was using the subject meter as a secondary device, it is not known if the patient was testing his blood glucose with the other device prior to the start of the alleged issue, it is not known if the patient continued testing with the other device immediately after the alleged issue occurred, and if so, it is not known if the patient based his diabetes management against the other device. During troubleshooting, the csr noted that the patient has had the subject meter for approximately a year and was using the subject meter for the first time when the alleged issue occurred. Replacement products were sent to the patient. Although it was noted that the patient was using the subject meter for the first time and it is not known if the patient was testing his blood glucose with another device before the alleged issue began, this complaint is being reported due to the following conclusion: the patient reportedly was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.